Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to a pump pocket infection.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 71.15 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and multiple sclerosis. It was reported there was a wound at the pump incision area. It was noted the patient wore elastic pants on top of the pump site. The patient was to see the doctor on (B)(6) 2016 and the doctor would decide if the wound needed to be debrided or if a surgery needed to take place. The patient status at the time of this report was 'alive - no injury.' It was further reported that the pump was going to be taken out on (B)(6) 2016 as the incision had opened up. It was later reported that pump erosion had occurred on (B)(6) 2016. On (B)(6) 2016 it was noted the scar line was oozing clear fluid and the wound had oozing serous fluid. The clinical diagnosis was noted as infection. The patient came to the office and the pump site was assessed. A dime sized stage 2 ulcer was seen along with serous fluid oozing from wound. No redness or swelling was seen. The patient was sent home with an antibiotic and scheduled to see a wound care physician on (B)(6) 2016. Also, patient was scheduled to see surgeon on (B)(6) 2016. Patient cancelled appointment with wound care and was seen on (B)(6) 2016, where she was then admitted to the hospital. The entire system was explanted and not replaced on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The etiology of the event was noted as possibly related to the device or therapy and possibly related to the implant procedure. The event outcome was noted as resolved without sequelae on (B)(6) 2016. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.